Event description:
It was reported by a user site that during a procedure on (B)(6) 2026 with an atec device that "the cutting force of the biopsy probe was significantly insufficient, preventing smooth tissue cutting. At the same time, the probe material was found to be relatively soft, and slight deformation of the probe occurred during the cutting process, making it unable to maintain stable cutting performance." Outreach was performed to appropriate internal contact who confirmed there was "the patient sustained no injuries" and the procedure was able to be completed "without needing any additional incision procedures or other medical interventions."

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.